Event description:
The customer stated that she tested her blood glucose and received a reading of 182 mg/dl using her contour meter. She retested using another contour meter and received a reading of 82 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.